Event description:
Reporter alleged blood glucose measured 18 mg/dl back to back with a result of 131 mg/dl when testing was performed 5 mins apart. Reporter stated being concerned about the difference in the readings so took customer to the hosp as a result. Reporter indicated hosp result was a normal reading betwen 90 & 130 mg/dl, but no actual value was provided. No actions were taken or treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.